Manufacturer narrative:
(B)(4). The device was returned for analysis. The catheter was returned without the imaging window (detached). A kink was observed in the sheath assembly from femoral marker to the distal end. Impedance testing shows an electrical open at proximal wave form. Full image characterization testing cannot be performed based on the returned condition of the catheter. Imaging core windup was found within the telescope section of the device. No other issues or defects noted on the device analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A cause of undeterminable is assigned to the detached imaging window at the lap joint. (B)(4).

Event description:
Reportable based on device analysis completed on 14jun2016. It was reported that the catheter windup and the imaging core came out. An opticross imaging catheter was selected to observe the target lesion located on the middle right coronary artery. During a percutaneous coronary intervention, the device was inserted into the y-connector, however, the distal part of the catheter wound up and the imaging core came out. The procedure was completed with a non bsc device. No patient complications reported and the patient's status is good. However, device analysis revealed that the catheter was returned without the imaging window (detached).